Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The set was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from august 23, 2019 - august 26, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed evidence of a bladder rupture. Therefore, the reported condition was verified. The cause of the condition could not be determined from the photograph, however, it was determined that the most probable cause was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.